Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing the peg tube and was scheduled to have tube replacement. During the endoscopic procedure on (B)(6) 2021, it was found that the fixation plate was semi-buried. The fixation plate was released during the procedure and the tubing remained in place. On (B)(6) 2021 the patient experienced fever, difficulty breathing, and tested positive for covid-19. The patient is treated with corticosteroids, oxygen, atrovent, paracetamol, and levofloxacin for respiratory infection. It was reported that the patient is at home, sedated, and has poor prognosis. On (B)(6) 2021, the patient expired. The cause of death was reported as respiratory failure secondary to covid-19.